Event description:
Customer tested blood glucose and received a result around 300mg/dl at 5pm and took 50 units of humulin. At 10pm the customers' device read in the 300's mg/dl and they dosed another 50 units of humulin. At 5am the customer was incoherent and was taken to the hosp. Sometime between 10am and 12pm the hosp ran a lab and the result was around 150mg/dl. The customer was admitted into the hosp and a cat scan/EKG was performed. It is unk if controls were in ranage. A request was made for the return of the suspect device and replacement product was sent.